Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seeing a replace generator soon error message. Patient lost therapy approximately 2 weeks before event date. As a result, the ipg was explanted and replaced on (B)(6) 2021. The patient has effective therapy post operatively.